Manufacturer narrative:
Concomitant products: 407652 lead; 694765 lead, implanted (B)(6) 2009.

Event description:
It was reported that the patient experienced inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) device detection for double tachycardia. The device is still in use. No further patient complications have been reported as a result of this event.